Event description:
During a coronary stent procedure in a 50% stenosis in a pre dilated lesion, the physician experienced difficulty crossing the lesion. Upon removal the stent appears to be flared. No pt injuries or complications were reported.